Manufacturer narrative:
The biomedical engineer reports that the nursing staff informed the biomedical engineer that the gas bench and nibp are not working. The biomedical engineer has no way of testing the device and would like the device sent in for repair evaluation. The device was returned to nihon kohden. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the nursing staff informed the biomedical engineer that the gas bench and nibp are not working. The biomedical engineer has no way of testing the device and would like the device sent in for repair evaluation. Customer sent device in for evaluation.

Manufacturer narrative:
Manufacturer narrative: the biomedical engineer reports that the nursing staff informed the biomedical engineer that the gas bench and nibp are not working. The biomedical engineer has no way of testing the device and would like the device sent in for repair evaluation. The device was returned to nihon kohden. The unit was evaluated and the reported problem could not be duplicated. The gas unit was tested several times, the zero and gas calibration both passed. Another tech also tested the gas unit to verify and they could not duplicate the nibp issues either. The nibp inflation speed and the step deflation on the manual checks all passed. The unit was tested on a simulator with high and low blood pressure. All steps in the maintenance check sheet were completed per service manual. The unit was returned to the customer. The gas unit was retested prior to shipping. The touch screen was replaced due to damage done in house. The customer will not be charged for the touch screen. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.